Manufacturer narrative:
Concomitant products: product ID: 3387-40, lot# 0210697458, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted with two leads in the morning. After the implantation, a CT scan was performed to check the location of the leads and bleeding in the left nucleus lentiformus was seen. It was also noted that the patient suffered from hemiparesis on their left with a strength test of 4/5 and troubles finding words, which as been completely resolved. Another CT scan was performed on (B)(6) 2016 that showed a hemorrhage, without signs of it increasing. It was also noted that the dystonic choreoathetosis improved on both sides. The implantable neurostimulator (ins) was implanted after the CT scan was performed on (B)(6) 2016. The diagnostic methods included an examination and a CT scan on (B)(6) 2016 that resulted in the identification of the event. The etiology was stated to be not related to the device/therapy and related to the implant procedure. The actions/interventions taken to resolve the issue included medical or non-surgical therapy; the event resulted in an in-patient hospitalization and a prolongation of an existing hospitalization. The event was considered resolved without sequelae on (B)(6) 2016. No further complications were reported/anticipated.